Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. A review of the risk document, fmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow problem was reported in an arctic sun device. Per review of wo on 12mar2025, there was no patient involvement. Per follow up information received via mail on 18mar2025, they repaired the device on the customer site. The reported issue was zero flow rate problem. They replaced a circulation pump, but cooling malfunction was also found. They replaced a mixing pump, and the issue was resolved.